Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (bg) levels and diabetic ketoacidosis. While in the hospital, customer was treated with insulin injections and intravenous fluids. Customer was released a week later with stable bg levels.